Event description:
It was reported by the customer's parents, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 40mg/dl. The customer also had low blood glucose levels of 24 mg/dl, and went into a seizure. It was stated that the insulin pump gave the customer 11.7 units of insulin. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.